Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display and received a low battery alarm. The customer's blood glucose was around 300 mg/dl at the time of incident. The customer stated that she noticed a dark spot on the battery cap. The customer also stated that there was a discoloration of metal where the battery is inserted. The customer mentioned that the external part of the insulin the insulin pump was exposed to moisture. The customer also mentioned that the contacts of the battery cap were damaged. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. Troubleshooting did not occur. The battery cap would be replaced but the insulin pump will not be returned for analysis.